Manufacturer narrative:
PMA/510(k) # k182980. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Perforation of bile duct: biliary perforation.